Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient was unable to read her stimulator battery with her programmer or her recharger. The patient performed the 60 min clock power on reset (por) and the rep reset her device. The patient stated that she only turned her battery off for a dental cleaning and it had read 75% charged. The patient's battery was reset and por cleared. The patient was advised to charge more frequently. The issue was resolved at the time of the report. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient had an overdischarge. It was unknown how this happened as the patient stated they charge once every three days. There were no therapy problems and impedances were good between 800-1000. It was noted that after the dental visit they could not communicate with the implant. The indication for use was spinal pain.